Event description:
Reporter indicated lower than expected values for quality control material when beginning a run. The field service engineer replaced the probe on the system and verified that the system was functional.